Manufacturer narrative:
The only known problem was the change from robotic procedure to minimally invasive procedure. This may involve a larger incision, but we are attempting to verify the impact with the end user.

Event description:
Balloon rupture during procedure, balloon ruptured. Required a change from robotic procedure to minimally invasive procedure. Reporter states that, "the doctor thought that he might have punctured it but he wasn't sure.".

Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. A tear, approximately 0.2" in length, was found at central area of the balloon. Unit is sent to accellent for further evaluation. (B) (4). The 3/31/10 accellent evaluation: the hemostasis valve was taken apart and there are two rubber washers inside as there should be. The hemostasis valve was then tightened and water was introduced through all of the device lumens. The hemostasis valve did not leak however water was leaking out of the balloon. The balloon was visually inspected under 10x magnification and it is confirmed that the balloon is torn. Visually the edges are smooth and there is a small radius on one end of the torn balloon which typically is seen if the balloon was hit with a needle. The balloon thickness in this area is consistent and there is no thinning in that area. There are also many scratches on the balloon surface. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging.

Event description:
The customer called to report a motor error alarm during the manual prime. The customer also stated that she works near equipment that generates a high magnetic field. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Advised that the insulin pump would be replaced.